Event description:
Reportedly the patient developed "serious injury. I am in pain and I have physical limitations."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent anterior cervical discectomy and fusion surgery on his spine from c5-c7. Reportedly, he was implanted with rhbmp-2/acs in this surgery. Allegedly, the patient's post-operative periods have been marked by a "period of improvement, followed by increasingly severe neck pain, lower back pain, and radiculopathy extending into the upper and lower extremities." Reportedly, "patient's symptoms necessitated the installation of a spinal cord stimulator for his lower back pain and he has considered another stimulator for his neck pain. The patient is unable to work and has medically retired. He experiences constant pain in his lower back, right hip, and right leg. He also suffers from pain in his neck, right shoulder and arm. If the spinal cord stimulator is not on, he requires assistance walking. The patient cannot drive or walk long distances."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.